Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, no delivery and motor tests. No motor error alarm, motor communication error alarm or device software error alarm noted. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected meter blood glucose now alarm or calibrate now alarm noted. Unit had minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump received a motor error alarm, motor communication error alarm and a device software error alarm. Customer's blood glucose was 510 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.